Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The root cause of the event was pre-analytical sample handling. The customer was not following the centrifugation requirements of the sample tube manufacturer. The instrument was working within specification.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for ion selective electrode (ise) chloride. The sample initially resulted as 116.6 mmol/l and this result was reported outside of the laboratory. The sample was repeated and resulted as 103.9 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The ise chloride electrode lot number was i92 with an expiration date of 07/31/2014. The field service representative could not determine a cause. He also could not reproduce the issue. He checked the ise system for cleanliness and proper operation. He performed a precision study with the customer's high level control. All results were within specification.